Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 280 units, and at the time of the reported event, the insulin gauge displayed 65 units. The customer reloaded the cartridge but received a minimum fill notification. The customer's blood glucose level was 86 mg/dl. Reportedly, the customer loaded a new cartridge onto the pump.